Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019. The customer¿s blood glucose level was 600 mg/dl at the time of hospitalization. The customer had passed out and she was not watching what she was eating. Customer declined to perform a carelink upload. The insulin pump will not be returned for analysis.